Event description:
It was reported that vns pt was experiencing an increase in seizures and that after several changes in physicians and anti-epileptic drugs the pt's seizure activity was stabilized to 3 seizures a day. Good faith attempts for additional info have been unsuccessful to date. The cause of the seizure activity and their relationship to vns therapy is unknown.